Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of damage sustained to the device. It was additionally noted that there was evidence of a non-company person disassembling and reassembling the device and that the encoder flex was damaged and the pins were bent from the liquid crystal display being removed and reinserted without removing the encoder flex assembly. It was further noted that the upper case, both bail covers and the ring cover were broken, the lower case was contaminated and the battery posts were not heat staked, the heart wire contacts were discolored, both battery contacts were compressed, the ring was missing, the battery drawer was damaged, the serial number label was ripped, the main printed circuit board was out of specification in an electrical manner which caused the device to fail multiple functional vxi tests and the heart block was contaminated. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the upper left part of the external pulse generator was damaged. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Further analysis was performed on the heart lead flex, encoder flex, keypad and main printed circuit board assembly (pcba). Visual inspection noted a torn signal trace on the encoder flex and considerable damage on the keypad. Bench analysis found that a diode was shorted on the heart lead flex. Functional testing found that after calibrating the main pcba in the engineering unit, all tests passed. Conclusion: reported failures from service and repair of the device were due to multiple causes. There was a diode component failure on the heart lead flex, an open circuit on the encoder flex, a torn upper flex circuit on the keypad and multiple atrial sensitivity failures due to a calibration error on the main pcba.